Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a crack on the switch box, the water tightness was lost; the suction connector and control unit were dirty due to water leakage; due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob did not meet the standard value; the scope connection cover unit, forceps elevator lever, forceps elevator knob, right/left knob, up/down knob, scope cover, suction connector, grip, control unit and the distal sheath were scratched; the connecting tube had a dent; the switch box had a crack; the universal cord was sticky; the control unit was discolored; the adhesive on the distal sheath had a chip; the connecting tube had a wrinkle and due to corrosion on the suction connector, a noisy image occurred. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the customer did not wipe or brush the air and water nozzle with clean lint-free cloths / brushes / sponges, and the air / water nozzle was not flushed with the detergent solution. There were no abnormalities in the accessories used for reprocessing and there were no concerns about the reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had water leakage. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, a foreign object was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing, the event was confirmed, and the device did not meet the standard specifications. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual operation manual ¿gif/cf/pcf-190 series, chapter 3 preparation and inspection¿ describes the methods for detection. ¿ the instruction manual reprocessing manual ¿gif/cf/pcf-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.